Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned however one photograph was provided. The photograph idenitifies the bone plug still attached to the introducer. The bone plug is fractured and the piece that broke off is not present in the photograph. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: visual inspection of the photograph provided confirms the reported event. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time.

Event description:
It was reported that the exeter 2.5mm intramedullary plug broke during insertion into the patient's femur during hip replacement. The surgeon was offered a replacement plug but he declined stating that it was too late. The procedure was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device was implanted.

Event description:
It was reported that the exeter 2.5mm intramedullary plug broke during insertion into the patient's femur during hip replacement. The surgeon was offered a replacement plug but he declined stating that it was too late. The procedure was completed.